Event description:
It was reported that the screw broke as it was advanced into the tibial tunnel. The screw has a length of 35mm, the broken part has a length of 22mm, the rest of 13mm is in patient's tibial tunnel. The surgeon was happy with the fixation, so he did not remove the inserted piece.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that approximately 0.473" of the screw's distal tip had broken-off at the transition area of the screw. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the implant, flexing the joint during insertion or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.